Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump with the usb cable and adapter. The pump was able to charge successfully with alternate usb cable and adapter. There was no reported impact to the customer's blood glucose level.